Manufacturer narrative:
Based on the history of the device, a potential contributing factor to the device movement is the endplate was under prepared evidenced by osteophytes or bone spurs on the posterior end of the vertebral bodies of the patient (based on reporting) coupled with device used was potentially undersized evidenced by the surgeon removing the device in an expanded state, these factors have contributed to device migration in the past; however without images, it is difficult to confirm the device moved post-op (versus not placed correctly at index) or to determine the exact cause of any movement that might have occurred. However, a device malfunction or failure is not likely to have occurred based on the device history review and the information known from the removal surgery (device removed intact, expanded, and full of bone).

Event description:
Varilift-lx removal surgery 1 month post-op.